Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was claimed that air supply delivering issue occurred. Identification of issue has been done by analyzing problem description, service report and device logs. Based on technician statement, the problem could not be duplicated. The unit passed all calibration, functional and safety tests and was delivered to the user in working condition. Therefore, the root cause of the issue could not be determined.

Event description:
It was reported that the ventilator lost the air supply. There was no patient harm. Manufacturer ref.#: (B)(4).